Manufacturer narrative:
The cause for the (B)(6) results is unknown. The "flash graph" printouts were provided by the customer and reviewed by siemens instrument support. The "flash graph" for the initial sample is atypical. The rlu curve was affected by something during the read. It can not be determined as to what affected the read. The "flash graph" for the sample repeats are typical. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
A (B)(6) result was obtained on a patient sample. (B)(6) rna testing was run on the same day with a detectable viral load. The patient sample was repeated twice on the advia centaur xp and the results were (B)(6). The patient was redrawn and tested. The result was (B)(6). It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the (B)(6) results.